Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt had both a deep brain stimulation (dbs) device and a spinal cord stimulation (scs) device implanted on (B)(6) 1981. When the scs device was implanted, it was noted that the lead/extension was fractured. Reimplantation could not be performed due to the presence of scar tissue. The dbs system was then implanted, but there was also a lead fracture that occurred within one month of implantation. The leads were, all, left in the pt. In the previous three months, the pt experienced grand mal seizures. No further details, pt symptoms or outcome were provided at the time of this report.